Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "conical extractor tip snapped off when utilized for removal of patients' cannulated screws. Spd staff disposed of broken instruments".